Event description:
It was reported that the pump showed error: not infusing correct amount. There was unknown patient involvement

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device had a delivery accuracy test preformed; the device passed. The most probable cause is user error. The device exhibited a downstream occlusion (dso) alarm during the occlusion test. The dso was calibrated, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.